Event description:
It was reported that during a gastrectomy procedure, the instrument made an error alarm. Case completed with a like device and there was no patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the distal tip of the blade broken. The device also had scratches on the remaining part of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure." The analysis results also found that the device had the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present.